Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there were erroneous results. The following information was provided by the initial reporter. The customer stated they experienced slower coagulation results in comparison to other brand serum tubes.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there were erroneous results. The following information was provided by the initial reporter. The customer stated they experienced slower coagulation results in comparison to other brand serum tubes.

Manufacturer narrative:
The initial MDR was a duplicate of MFR report # 1024879-2023-00274: and is therefore over-reported.